Event description:
It was reported that upon the removal of the infusion site, the cannula was found to be bent. The person with diabetes (pwd) called to report having changed their cassette and infusion site early the previous day due to higher-than-usual glucose values following a same-day change of a cleo¿90 infusion set and cassette. No glucose readings were provided. No alarms were received. The impacted components were not available for return. A new cassette and infusion site were successfully started, and the current glucose level was 143¿mg/dl. Cannula differences were noted, with the cannula described as bent upon removal, and visible kinks, twists, or damage to the tubing were present. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 33 yr-old non-hispanic/latino white female weighing 180 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.